Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. No patient symptoms were reported. The lead was successfully capped and replaced with a leadless system.